Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the blood glucose ran high. The blood glucose reading was 493 mg/dl. The customer was treated with a manual shot. The insulin pump had alarmed for no delivery, it was rewound and then shut off. The insulin pump passed the self test. The caller was advised to call back when the issue recurred to troubleshoot. The insulin pump was not replaced or returned.